Manufacturer narrative:
Concomitant medical products: 1688t-46 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the threshold was rising as well as high on the right ventricular (rv) lead. The lead was explanted and replaced. The lead was noted to have been damaged during the extraction. No patient complications have been reported as a result of this event.